Event description:
It was reported a male had an aortic valve replaced with a biocor prosthesis. It was an uncomplicated surgery and post surgery, closing with suture a vsd at the same time. The patient also has a right sided pacemaker. Three months anticoagulation with warfarin. This spring high gradient 70-80 max hg. Also congestive heart failure. Ef from 50 to 60 down to 25%/ explanted valve was sent for culture and pathology examination locally. Sjm will receive reports of these evaluations when completed. The valve had a deposit of some kind all over one cusp and spots extended on to a second cusp; the third cusp was not affected.